Manufacturer narrative:
Report confirmed. On follow-up it was confirmed that there was no patient impact. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."

Event description:
It was reported that dissecting tool broke during a surgical procedure. No pt impact reported. On follow-up it was noted that the tool was changed out and the procedure was completed without further incident. It was confirmed that there was no pt impact.